Event description:
Event description guidant received information that this pacemaker had a gas gauge reading of beginning of life (bol) at the previous visit, 6 months earlier. At the current visit, the gas gauge was at 3/4 empty and the longevity remaining was <2.0 years. It was suspected that the device was depleting prematurely.